Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Concomitant medical product: 2000e,medication syringe.

Event description:
The customer reported a leak from the texium luer and smartsite valve attached to medication syringe when administrating doxorubicin IV push. It was reported that the set was in use for 2-3 min. Prior to detecting the leak. There was no report of patient/user harm.